Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a current fill estimate issue showing 185 units instead of the expected 211 units. There was no adverse impact to the customer's blood glucose level. Customer was educated by technical support that variations of plus or minus 30 units are considered accurate, which the caller understood and acknowledged.